Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), atrial fibrillation, restricted and flail leaflets, previous cardiac surgery, hyperlipidemia, hypertension, diabetes, coronary artery disease, ischemic cardiomyopathy for a mitraclip procedure. During the procedure, a single leaflet device attachment(slda) occurred from posterior leaflet during the deployment sequence. Per the physician, slda was due to pre-existing anatomy. An attempt was made to deploy additional mitraclip for stabilization of slda. The clip was unable to pass final establish final arm angle test. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Event description:
It was reported on 08 august 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), atrial fibrillation, restricted and flail leaflets, previous cardiac surgery, hyperlipidemia, hypertension, diabetes, coronary artery disease, ischemic cardiomyopathy for a mitraclip procedure. During the procedure, a single leaflet device attachment(slda) occurred from posterior leaflet during the deployment sequence. Per the physician, slda was due to pre-existing anatomy. An attempt was made to deploy additional mitraclip for stabilization of slda. The clip was unable to pass final establish final arm angle test. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.